Manufacturer narrative:
Related manufacturer's report regarding onset of infection: MFR # 2916596-2021-03960. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to a driveline infection. Prior to the patient's death, they were experiencing drainage from the driveline exit site and were being treated with antibiotics. Care was withdrawn as the ventricular assist device (vad) no longer met the patient's needs and did not improve the patient's quality of life secondary to infection. The device operated as expected.